Event description:
Complainant alleged that during a routine shift check by a clinician, the device displayed a "defib 108" message. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The device was not returned to zoll medical corporation; the device's hv module was removed and returned. The malfunction was duplicated and attributed to a faulty safety relay on the hv module. Analysis for reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corp has not rec'd the product for eval and this complaint is still under investigation.